Event description:
Ref imp# (B)(4).

Manufacturer narrative:
The reported symptoms appear to be related to a single org receiver. Awaiting return of the suspected failed device for further investigation. Upon further investigation, it was learned that the issue is related to the installation of new cable television equipment located in proximity to the antenna system. This has been resolved by the hospital in coordination with the cable vendor.